Event description:
The patient also had a respiratory failure event starting on (B)(6) 2021. The patient developed pulmonary edema and hypo-oxygenation. Transesophageal echocardiogram (tee) showed no mitral regurgitation (mr) and decompressed left ventricle (lv). Modification of ventilatory setting did not improve oxygenation. It was decided to quickly institute v-v ECMO support. An emergent bronchoscopy was performed for elevated peak airway pressures and white out chest x-ray showed diffusely edematous airways throughout the right sided bronchi with frothy secretions without mucous plugging. It was suctioned until clear. The left sided bronchi had scattered mucous plugs. Large mucous plugs were cleared from left lower lobe. There was an improvement of peak airway pressures, paps, and pressor requirements immediately after suctioning large (roughly 6-8 cm) mucous plug. The respiratory failure events resolved on (B)(6) 2021. The patient reportedly had acute kidney injury and was oliguric, not responding to intravenous (IV) diuresis. The plan was to start continuous renal replacement therapy for volume management, given the dropping urine output. The patient was on inotropes and pressors.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events leading to the patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information, including device return status, were sent to the customer; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jan2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, thrombus, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that immediately after implant (B)(6) 2021 electrocardiography showed atrial flutter with heart rate at 150 bpm. Amiodorane was administered. The patient suffered right heart failure, severe cardiogenic and vasodilatory shock post-implant. The patient received a right ventricle assistive device (rvad) and there was a possible clot. There was concern for thrombocytopenia due to low platelet count. The patient expired (B)(6) 2021 from withdrawal of care. The death was attributed to covid and allergic reaction to protamine which caused pulmonary edema, triggering systemic inflammatory response syndrome. The patient had respiratory failure, severe pulmonary edema, and hypoxemia that required veno-venous (vv) extracorporeal membrane oxygenation (ECMO). The patient had renal dysfunction/acute kidney infection. This was treated with intravenous diuresis without improvement and so renal replacement therapy (crrt) was started on (B)(6) 2021 for volume management. There was also hepatic dysfunction/elevated liver-function-tests. Atrial fibrillation w/rapid ventricular response was cardioverted 200 joules x 1 to normal sinus rhythm on (B)(6) 2021 and there was plan for another cardioversion on (B)(6) 2021.